Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred (alarm 5 and 06). Reportedly, the pump was not outside the allowable operating altitude range and the prompts were followed during the load sequence. A cartridge change was performed resolving the alarms. Customer's blood glucose level was 350 mg/dl.